Event description:
The hospital reported that during a coronary artery bypass procedure, the om-6000s stabilizer arm was not working. It was impossible to lock the stabilizer by turning the handle. A new kit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed no non conformities with the device. There was no evidence of blood on the device. A functional test was performed to determine if the device would tighten or not. The knob turned freely and did not tighten. When further inspected, it was observed that there was only one thread of the acme screw extending past the mount. Based upon the findings of the functional test, the reported complaint "stabilizer arm was not working" was confirmed. (B)(4).